Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the instrument would not fire clips out of aperture. Another er320 was opened and the lap cholecystectomy was completed. There was no consequence to pt.